Event description:
It was reported that a revision surgery of a broken nail was performed. This event occurred seven months after primary surgery.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, the information provided is insufficient to perform a thorough medical investigation of the reported revision. Should relevant medical information be provided, this complaint would be re-assessed. Therefore, no further clinical/medical assessment is warranted at this time. A visual inspection confirmed the intertan 11.5mm x 38cm 130d lt is fractured. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.